Event description:
It was reported, the patient ((B)(6)) is unable to turn his ipg on via the magnet. In addition, the patient reports observing a low battery warning message for his ipg. Based on the patient's program parameters, a determination of whether the warning is related to normal battery depletion cannot be ascertained. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.